Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2014. The patient was at home and his family was with him at the time of death. The initial life threatening rhythm was asystole that was detected at 08:10:20. The patient received two inappropriate treatments at 08:10:57 and 08:36:39 on (B)(6) 2014. The patient was unconscious at the time of the treatments. Over-sensing small cardiac signal and CPR artifact contributed to the false detections. A review of the downloaded data confirms the response buttons were not pressed during the entire event. Ems was notified and CPR was performed. The patient was unable to be revived.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, both the monitor and the electrode belt were fully functional and able to detect and treat a patient. Device manufacture date & usage of device: monitor (B)(4): 04/2014 - reuse. Electrode belt (B)(4): 09/2012 - reuse.